Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer reported that it was because he was too busy to change out set and he suspended the pump. Customer reported that he checked his blood glucose it was around 200 mg/dl and then he checked again around 10 and it was 500 mg/dl. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.